Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A final report will be submitted when the investigation is complete.

Event description:
A customer reported a complaint of imprecise sequential readings on their adc blood glucose meter. The customer obtained readings of 19 mg/dl and 237 mg/dl within a ten minute timeframe. All readings were taken from the finger. When blotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.